Event description:
I received a new lancet system by life scan called the one-touch delica. The labeling goes into detail about the use of the system and states you can test from alternate sites including the forearm and the palms of the hand. In order to this, you need an "ast" device, that is supposed to be a clear plastic cap. This cap did not come with the device. I tried several stores and could not find one, so I went on the website where the info about alternate testing is there as well. I called the company and found that the labeling in the device was "outdated" as there is no ast cap, and you cannot do alternate testing with that device. This seems odd, as the website had the info as well.